Event description:
It was reported that the battery drained excessively between device checks. There did not appear to be any high voltage therapies delivered between checks. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.